Event description:
The ems was used during a laparoscopic hernia repair. The device jammed. Another ems was opened to complete the case and worked fine. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections & results: nose shroud and trigger engaged with precock; yes. Staples in nose; yes (3) twisted. Staples in the track; yes (9). Analysis conclusion: based on the info received and the functional testing, it was confirmed that the device had jammed. The instrument was received with 3 twisted staples in the nose. The staples were removed from the nose, instrument cycled and one staple fired properly before the device jammed. The instrument was disassembled and nine (9) staples were found in the track. No conclusion could be reached if the broken cartridge nose was due to the twisted staples or if the staples were twisted due to the broken cartridge nose weld.